Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 600 mg/dl and a high ketone level identified as dangerous by healthcare provider. The customer alleged the pump was not delivering boluses as intended; however this could not be confirmed as the customer declined troubleshooting with tandem technical support. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin. Reportedly, the customer was released on 1/12/22 with the issue resolved and no permanent damage. Reportedly, customer reverted to manual injections for insulin therapy.